Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin properly. The customer has the pump with her at school. Caller was advised to call back to check the pump and stated that there were no alarms for the no delivery.